Event description:
It was reported that during a supply change the ilet displayed repeated alert 38 indicating a motor stall, consistent with a failure to infuse associated with the motor component; restarting the device did not clear the alert and the alert persisted even without a cartridge in the chamber. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, with the device issue characterized as failure to infuse and the affected component identified as the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description. Complaint was confirmed and duplicated. Alert 38 was annunciated after unsuccessful attempts to rewind leadscrew. No abnormalities were observed after inspecting interior components. The cause for the issue remains undetermined.